Manufacturer narrative:
Investigation summary: one photo was received and evaluated. A portion of a 1ml ll syringe from approximately 0.2ml to the tip, including luer collar, was depicted in the photo. An unidentified shielded needle was attached to the syringe. The stopper was not visible in the photo ¿ not in the original bottom out position, indicating potential manipulation of the product. The reported ¿smudge¿ was observed on the barrel wall near the roof at the zero line. It was not possible to definitively identify what caused it from the photo provided and without a physical sample. It is possible it was residue of silicone used during assembly of the syringe. It is possible it was residue of another substance as a result of the sample¿s manipulation. Since the sample had been manipulated, it was not possible to determine what the ¿smudge¿ in the photo was. It is possible it was residue of silicone used during assembly of the syringe. It is also possible it was residue of another substance as a result of the sample¿s manipulation. Physical sample is required to better determine the nature of the fm. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter on it before use. The following information was provided by the initial reporter: material no: 309628, batch no: 9003925. It was reported that a film/smudge was noticed inside the syringe before use. On (B)(6) 2019, the reporter contacted medical information via phone to request replacement of 1 vial of eylea because the doctor left a note stating the syringe was defective. Upon clarification, the reporter stated there was a film inside the syringe. The reporter denied any adverse events or missed doses due to this event. She stated all she saw was a smudge in the syringe but she was not sure if that was the film that the physician saw.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter on it before use. The following information was provided by the initial reporter: material no: 309628 batch no: 9003925. It was reported that a film/smudge was noticed inside the syringe before use. On (B)(6) 2019, the reporter contacted medical information via phone to request replacement of 1 vial of eylea because the doctor left a note stating the syringe was defective. Upon clarification, the reporter stated there was a film inside the syringe. The reporter denied any adverse events or missed doses due to this event. She stated all she saw was a smudge in the syringe but she was not sure if that was the film that the physician saw.